Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the keypad cover was intact with no visible evidence of damage or peeling. During testing, all of the keypad buttons responded properly. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the audio bolus button cover was torn but responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.